Event description:
Following an out-patient procedure, the patient had a 'butter fly' shaped area on their back that was irritated and described as 'contact dermititis'. The patient was treated by a dermatologist . The 'butterfly shape' was the area covered and the backpad bcu electrode.